Manufacturer narrative:
Continuation of d10: product ID: 977c265, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Rep reported that phase 2 is the seconds stage after surgery. This was immediately after the buried lead trial, after the lead was placed. The patient was programmed in the pacu, then went to phase 2. It was in phase 2 when his symptoms were realized. The cause information was not provided to the rep. The trial was ended and the equipment was removed emergently the day of the trial implant.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). Patient was implanted with paddle lead for trial. He was programmed post-op. Were able to get coverage over his painful areas. However, in phase 2 the patient reported pain and weakness, having difficulty standing. It was decided by the surgeon to explant the lead. The reps were not present at the explant. The hospital called reps to inform that the lead was going to be removed emergently due to patient pain and weakness. Patient had the device removed and was sent for an MRI.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c265 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.